Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Situation: pump tubing would not stop alarming air-in-line after multiple attempts. No visible air in fluid path. Changed out tubing and issue resolved.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by the customer that pump tubing would not stop alarming air-in-line after multiple attempts. No visible air in fluid path. One sample of item 2426-0007 was submitted for quality evaluation. Visual inspection of the infusion set did not indicate any damages or abnormalities to the components of the set. The infusion set was then primed with water and a simulated infusion was conducted at a flow rate of 125 ml/hr. The alaris pump alarmed with an air-in-line error. The infusion set was checked to make sure that all the air was removed from the tubing, and there was no air in the tubing set. A different sample infusion set was primed and the same simulated infusion was conducted without any issues or alarms during the infusion. The submitted sample was then re-primed and the simulated infusion was attempted again. The alaris pump alarmed with an air-in-line error again. Bd manufacturing and clinical teams were then contacted regarding the failure and it was determined that it is possible that the infusion set may have residue on the tubing that would cause the air-in-line sensor to be activated without an actual error. The silicone tubing of the pumping segment was cleaned with water and the infusion set was then retested. The infusion set functioned as intended with no further air-in-line. The customer complaint of air bubbles / air in line was replicated, however, it was determined that the failure was not due to the infusion set because it functioned normally after cleaning the set. A root cause could not be fully determined because after the infusion set was cleaned with water, the infusion set worked correctly without an air-in-line error. The possible cause for the issues is with the customers infusion pump. A device history record review for model 2426-0007 lot number 24039035 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.